Event description:
It was reported impedances of >4000 ohms on all or some unipolar pairs two weeks ago when pt's ins and electrode 1 were tested, which was used in programming. It was noted pt had a loss of stimulation at that time. It was further reported MFR rep met with pt and impedances had showed within normal range and pt's stimulation returned. Additional info will be provided when available.

Manufacturer narrative:
(B)(4)